Manufacturer narrative:
The referenced scope was returned to the olympus repair center. The repair inspection confirmed the customer¿s reported problem, the distal end edge and light guide fiber bundle are critically damaged and the cover glass lens at the distal end is damaged. The inspection also noted, the illumination is insufficient due to damaged light guide fiber bundle and image failure due to cover glass adhesion. The investigation is still ongoing; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus was informed via repair request that the customer trueview ii, autoclavable rigid telescope has a broken component defect, ¿insertion section damaged¿. The customer reported event was found during a maintenance inspection. No death or injury and no impact to patient or other has been reported to olympus. The device is sterilized via autoclave. No further information was provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. H4: the device was sold on december 14, 2004. However, the device manufacture date could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the insertion section was damaged due to user error, improper handling and application of excessive force. The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.